Manufacturer narrative:
Date of initial report: 12/12/2007. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode we were unable to determine if any defect of the prod caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.

Event description:
The report stated that they were performing a radio frequency ablation procedure under a general anesthesia. The used two needle electrodes ct2030 and act2020 with the dgphp return electrode pads to treat three tumors. Four ablations were performed as follows: the first with ct2030 for 15 mins at a maximum power/80w; the second with the ct2030 for 15 mins at a maximum power/80w; the third with the act2020 for 9 mins at a maximum power/90w; and the fourth with the ct2030 at a maximum power /100w. When removing the pt return electrode pads after the ablations confirmed a burn on the pt's right thigh. The reported a red circular rash of 2 cm size and 2nd degree burn at the same location. Treatment was with a steroid ointment. Referred to a dermatologist for further treatment.